Manufacturer narrative:
Additional information was added to h6 h11: the actual device was not available; however, a companion sample and retention samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample was leak tested and there was no leak observed. The retention samples were visually inspected, and no obvious issue/damage were detected. The samples were conforming as per product specifications. The retention samples were also leak tested under water and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked mid line when the patient was receiving unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.